Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician discovered that the pins on the battery pca were bent. There was no patient involvement.